Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's issue of ¿indigo carmine came out from the secondary water inlet at an unknown time." Was confirmed. Confirmation of specifications and functionality of returned equipment: it was confirmed that the specifications and functions of the returned equipment were not satisfied, as we inserted our own ultrafine scope into the ducting of the secondary water delivery channel and confirmed that liquid remained in the ducting. Confirmation of reproducibility of returned equipment: as a result of inserting our ultrafine scope into the conduit of the sub feeding channel, we confirmed that liquid remained in the conduit of the sub feeding channel, but we could not determine whether the liquid contained indigo carmine without component analysis, so we confirmed that it was unclear whether the reproducibility of the returned equipment had been confirmed. However, we could not confirm whether the liquid contained indigo carmine without analyzing its components. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material turned out to be tap water and organic silicone from chemicals. As for the cause of the residual, it was possible that the foreign material could not be removed due to insufficient reprocessing or physical damage to the device. It was possible that the foreign object could not be removed due to physical damage to the device. It was unclear whether there was a deviation from the instruction manual in the reprocessing procedure for the remaining foreign material, and physical damage was confirmed in the location where the foreign material remained. The event can be [detected/prevented] by following the instructions for use which state: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera elite colonovideoscope had reduced angulation during a diagnostic procedure. The customer feels there is a problem in endoscopic retrograde cholangiopancreatography (ercp) procedure so need to send scope to workshop for further investigation. The device was inspected before use. The procedure was completed using a similar device. Per physician, the indigo solidified inside the scope, so it may have dissolved in the water. There was no report of patient harm or user injury associated with this event.